Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter is a non-healthcare professional. (B)(4).

Event description:
Litigation alleges dislocation with closed reduction. Doi: (B)(6) 2013. Dor: (B)(6) 2014 (left hip).